Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 481 mg/dl at the time of incident and the current blood glucose level was 398 mg/dl. The customer was assisted with troubleshooting. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Assisted customer with performing the high performance test and test was passed. Advise customer to change the entire set, reservoir and insulin and treat as per heath care professional instructions. The device will not be returned for analysis.